Event description:
Customer reported the system displated a high voltage error and the printer is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and regreased the high voltage connectors and replaced the printer. System operates as intended. This MDR is related to ge healthcare complaint.